Event description:
On (B)(6) 2014, the user facility reported a complaint with the single-site curved cannula instrument but did not provide a description of the event. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the user facility to obtain more information about the complaint; there was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The cannula was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the cannula tube was broken at the intersection with the bowl. The tube was broken into two pieces. The weld was not intact. One piece was detached from the bowl and the other piece was inside the bowl. Evidence not conclusive, but broken damage may be due to likely mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's broken tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.